Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: social media post.

Event description:
Customer reporting 4 false positive sars results on one person. Customer communicated the result was confirmed negative by pcr and another rapid antigen test. Report 3 of 4.